Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to an out of phase motor encoder. The displacement test could not be performed and no other error alarms could be confirmed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave alarms. The insulin pump had not been exposed to a stong magnetic field. The blood glucose reading was 179 mg/dl. The displacement test could not be performed at the time. Nothing further was reported.